Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter; product ID 8590-1, lot# n263626, implanted: (B)(6) 2010, product type: accessory; product ID 8598, lot# b006027n49, implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient had experienced increased pain and less than 50% therapy relief. During the last pump refill the expected residual volume (erv) was 2ml while the actual residual volume (arv) was 11ml. A dye study and roller study were performed and showed normal results and fluid was drawn back through the catheter access port (cap). The dye study showed the tip of the catheter at t12-l1 and intrathecal. The doctor was to check the residual volumes on 2014-03-28 and compare with the expected volume before doing anything else. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid and clonidine. It was later reported that the device manufacturer representative was informed by the health care provider (hcp) office that the refill after the 11ml excess had a 6ml deficit. There should have been 6ml and the pump was empty. The plan was to replace the pump and send it in for assessment.

Event description:
Additional information received reported as of 2014-06-02 the pump had not been replaced. No further information was provided.

Event description:
Additional information received reported that the patient went through "full-blown" withdrawal. The volume discrepancy was then described as the pump was empty when they expected 8 ml of medication. The pump had been replaced on (B)(6) 2014 due to this discrepancy.